Event description:
Patient was in or for laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oopherectomy (lavh-bso). While using ligasure on the patient, the clamp would not release. The surgeon tried multiple things to make it let loose of patient. I went into the or core to grab a second handpiece. While I was gone, they used clamps on either side of the handpiece to get it to release and then pull free of the patient. They handed off the faulty ligasure, I repackaged it in its original box, and gave to the or core. The second handpiece was used to successfully complete the procedure.======================manufacturer response for ligasure blunt tip laparoscopic sealer, ligasure (per site reporter).======================unknown.what was the original intended procedure?laproscopic assisted vaginal hysterectomy with bso.